Manufacturer narrative:
The device was not returned to resmed for evaluation. Resmed has attempted to make contact with the customer for further information, however, no contact has been made. (B)(4).

Event description:
It was reported to resmed that an astral device alarm was triggered. The alarm resulted in an unexpected restart of the device. There was no patient injury reported as a result of this incident.